Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring following the procedure. It was reported that the patient underwent resection of scar tissue, resection of eroded graft; repair small enterotomy on (B)(6) 2008 due to erosion of vaginal mesh into the bladder wall. It was reported that the patient underwent operative cystoscopy with transurethral resection of right anterior polypropylene mesh strap, and ureteral cannulation right side on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.